Event description:
Healthcare professional later reported "radial folds", "scattered simple cysts... Ranging from 3 to 5 mm", "axillary regions with 15 mm benign appearing ganglion"(lymphadenopathy), "scar within a radius of 6h to 20 cm from the nipple", "discomfort" and "change in its shape."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.the event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The device has been explanted.

Manufacturer narrative:
Clarification returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is not related to the device. ¿ visibility/ palpability: unable to observe as it is not related to the device. ¿ crease/folding of implant: no creases were observed. ¿ cyst-ndr: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "radial folds", "scattered simple cysts... Ranging from 3 to 5 mm", "axillary regions with 15 mm benign appearing ganglion"(lymphadenopathy), "scar within a radius of 6h to 20 cm from the nipple", "discomfort" and "change in its shape." The device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.